Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging, and the pump was hot to the touch. Additionally, it was reported that the customer received a power source alert and that the pump battery could not be charged. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.